Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the patient's ICD displayed episodes of ventricular tachycardia which were treated with anti-tachycardia pacing (atp). The patient also received inappropriate shocks. Diagnostics system testing yielded normal values. However, premature battery depletion was suspected after atp and shock therapy. Subsequently, the device was explanted and replaced. The patient was in good condition.